Event description:
Patient was admitted to the hospital with a 10.0 inr and intestinal bleeding, one day after their inratio meter displayed a 3.0 inr. Vitamin k was given to the patient. This week patient received a 3.57 inr from the lab, then went immediately home and received a 1.6 with their inratio meter.

Manufacturer narrative:
Inr reported did not meet accuracy criteria. Customer was admitted to the hospital due to intestinal bleeding and has lupus. Patient condition may alter coagulation test, as indicated on technical bulletin 105 and 101. A) discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: 1.9, reference: 10, mean: 5.95, confidence limits: unable to determine. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. B) discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 20/10, inratio: 2.6, reference: 10, mean: 6.30, confidence limits: unable to determine. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Troubleshoot investigation found patient's condition of lupus (aps) may falsely lower the inr value. Meter user guide recommended patient to be tested with an aps-insensitive laboratory method. Replication testing with therapeutic sample and retain strips on returned meter did not reproduce customer's observation. Meter functional test on returned meter indicated meter deficiency was not established. As of (B) (6) 2010, 8 discrepant result complaints were reported for lot #21453 yielding a complaint rate of 0.015%. Due to this low occurence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.